Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall adapter. Customer¿s blood glucose level was over 600 mg/dl. Customer gave a manual injection to address bg level. Reportedly, replacement accessories were sent to the customer to resolve the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.